Event description:
It was reported that a malfunction occurred on the pump, with a malfunction code displayed as malf 3. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and documented the issue for future reference.